Manufacturer narrative:
Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) but the lens tore while being inserted. The lens was not implanted and was exchanged for another same model/diopter lens and the problem was resolved. The patient's post-operative best-corrected visual acuity was 20/16.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer : lens not returned.